Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced stimulation in the wrong location. It was determined in (B)(6) 2015 that her paddles had gone up to l8 for some reason and they didn't know why. The patient had not been using the unit since then. The patient's implantable neurostimulator (ins) was right up to her skin; she could see it, touch it and every time she sat down it hurt. The patient had a revision surgery on (B)(6) 2015. They repositioned the paddles and placed the ins deeper in her right buttocks. During the revision surgery, they woke the patient up to test the stimulation, but "nothing worked." It was later clarified that it worked, but the stimulation was in the patient's breast, abdomen, and down her right leg. The patient's pain was between l2 and s1. The patient was sent home with the ins set up to almost 0, just to keep it going. The patient had been charging every night. The patient had an appointment to have the staples taken out and the device programmed. The patient didn't know if the cause of the problem was scar tissue, but noted that "every time they put a paddle in, it would move by itself." The patient was in a lot of pain since her surgery. If additional information is received, a supplemental report will be sent.

Event description:
It was reported the patient¿s stimulation was in the wrong location. Instead of being in their lower back it was stimulating their left breast and was not in their back at all. This issue began approximately 3 months prior to the call. They met with their manufacturer representative approximately 4 weeks prior for a reprogramming and they were only able to stimulate the left breast and were unable to meet her needs. It was believed that a competitor¿s representative told the patient their ¿paddles must have shifted¿. On (B)(6) 2015 the patient had a new device implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported by the consumer stated that stimulation was in an undesired location. The patient has stimulation in her left breast and it belongs on l2-3 and l3-4 in her back. It was reported that the physicians said that the patient needs to see a specialist because they think the paddle leads are not in the correct location. Reprogramming has been tried many times, but has not been successful in fixing the problem. A loss of stimulation was reported. The patient stated that the stimulator hadn't stimulated the exact spot in her back, but it was ok. The patient had to set it on 8 to keep the pain away and it did help with a 50% or greater reduction of pain, but it wasn't as good as the trial. It was reported that there was a possible lead issue. There was lead migration. Actions were not yet taken but were planned. The patient would be seeing a neurosurgeon to determine what steps they needed to take to fix it. They would know more in the coming future about why the patient was not getting adequate stimulation. No diagnostic testing or troubleshooting was preformed but would be in the future. If there was a product issue, the issue was not resolved. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event that included less than 50 percent therapy relief at unknown location. Information regarding cause of event, actions taken, and patient outcome has been requested. If additional information is received, a follow-up report will be sent. Additional information received reported the cause of the event was not determined. The patient was not receiving adequate therapy and that was why she wanted to have the leads checked. The patient went to see the neurosurgeon and was referred to a different place. Some of the information in this report was previously reported under manufacturer report 3004209178-2015-10159. All further information regarding this event will be reported under this report 3004209178-2015-09235.

Manufacturer narrative:
Concomitant medical products: product ID; 37754, serial# (B)(4). Product type: recharger. Product ID: 37092, lot# 267690001, implanted: (B)(6) 2011. Product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).